Event description:
Patient scheduled for removal of dislodged left-sided groshong catheter 6/15/92. Upon removal of hickman the distal portion of groshong catheter was noted to be absent. Fluoroscopy determined that distal portion of catheter was lodged int he right ventricle. Incision made in infraclavicular area in attempt to locate catheter and grasp it for removal. Attempt unsuccessful. Patient transferred via ambulance to another acute care facility for attempt to retrieve by cardiac catheterization route.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, inherent risk of procedure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.